Event description:
It was reparted that during a roux-en-y procedure, the surgeon believes he cut across the hemoclip. When he went to fire again, the instrument cut but did not staple. He got a second stapler and it did the same thing. There was no reported pt consequence and two devices are being returned.